Manufacturer narrative:
Insulin pump had a no button response due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners noted during visual inspection.

Event description:
It is reported that the customer's insulin pump alarmed a button error. Customer stated the insulin pump was submerged in water for twenty minutes. The blood glucose reading was 175mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.